Event description:
As reported by the user, a patient of unknown age and gender presented for an endovenous laser treatment fiber procedure. During prep for the procedure, when the device package was opened, it was noticed the tip had fallen off the pvak fiber. The defective device was set aside and the procedure was successfully completed with an alternate package. As this occurred during prep, there was no harm or injury to the patient. The reported device has been set aside to be returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the manufacturing records for the reported lot number indicated all device specifications and quality requirements were satisfied. It was indicated that the device involved in the reported incident will be returned to the manufacturer for evaluation. An investigation into the root cause for incident is currently in progress. Once the device is received and evaluated, the results of the investigation will be sent via a follow up medwatch. (B)(4).